Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Corail trial heads require replacing due to scratches and gouges over time which in turn is due to wear and tear from several cases. A femoral head impactor tip is worn down and not usable due to wear and tear and a narrow curved hohmann is bent and no longer functional for surgery. These were not noticed during surgery and therefore no patient issues. No further information is available.